Manufacturer narrative:
Device passed displacement test, and active current test. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board 2.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. Customer reported that the firstly they did not received low battery alert prior to replace battery alert however, at second occurrence also their were no any low battery alert received before replace battery alert. Customer stated that the battery cap was not loose, cracked and damaged the insulin pump will be returned for analysis.